Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The field service engineer (fse) found broken sliding rails, cleared out the jam, cleaned out any debris, and unplugged the station. The broken drawer was swapped out, and the pockets were manually moved to the new drawer. The fse tested the drawer in hardware test application and then restarted the main application. The customer reconfigured the drawer and recovered a bad pocket as well. The drawer was tested again in the hardware test application and the main application, and all functions were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.